Event description:
It was reported to gems that the wrong torque was applied to critical bolts on the xt bridge. The process problem has been corrected and all in-process product has been reworked. An fmi is being developed for field units. No injury has resulted.